Manufacturer narrative:
A steris service technician arrived on site and found the leak coming from the recirculation pump outlet. There was a worn hose piece at the s/s pipe coupling. The technician replaced the hose piece, ran a diagnostic and processing cycle, confirmed the unit operational and returned it to service.

Event description:
The user facility reported that their reliance synergy washer was leaking water onto the floor and formed a puddle. No procedural delays or cancellations occurred. No injury to hospital staff or patients reported.